Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the stimulation turning off and seeing a doctor screen was the patient was sitting and someone asked them about the device. The patient pulled the programmer out to show and the machine stopped working. The steps taken to resolve the stimulation turning off was the patient called the manufacturer and with their guidance texted a manufacturer's representative and spoke with them. The patient saw the rep at the doctor's office. The issue has not been resolved. The patient stated that it happened again with a different emergency code. The recharger was rest and the device has been working again. No further complications were reported or anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they saw a doctor screen on the programmer but did not see the code. The patient stated that the stimulation shut off for 15 minutes and she was able to get it back on. The patient was directed to follow-up with their healthcare provider to check the implant. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is having her ins replaced a little earlier then she is supposed to because she is having problems with it. The patient needs to know their model number and serial number of the paddle lead. The patient stated she is having problems with the ins shutting off. The patient stated the ins has shut off three times, but the patient did not remember the dates this happened. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.